Event description:
It was reported the device would not turn on even with a new battery. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the device would not power up. Lcd (liquid crystal display) found out of electrical specification. It is noted that the lcd appears to have been tampered with. Analysis also found both bail covers are broken. (B)(4).